Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: there were two (2) devices that were leaking from the port where the blue cap was attached. The devices contained fluorouracil and sodium chloride 0.9%. H4: the lot was manufactured march 13-14, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the port where the blue cap is attached. The leak was described as white residue on the port where the blue cap was attached which indicated a leak. The leak was identified prior use by the patient. There was no patient involvement. No additional information is available.